Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit shuts off all the time while the light cord is plugged in. It was further reported that the clip is broken on the unit.